Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a ladg procedure, the nurse connected the reload to the adapter,then checked the jaws opening/closing and the three indicator lights illuminated green. When the surgeon closed the jaws to insert the reload through the trocar , the general status indicator illuminated blue and the reload indicator flashed. After the surgeon removed the device from the trocar, the surgeon tried to push blue/silver button , however ,the articulation of jaws ,the rotation and the jaws opening/closing did not work at all. Replaced by a new battery and restarted, the device worked fine. UDI number is not available. The status of the patient: no problem. The procedure was completed with another device. The patient gender is not available. The patient age is not available. The patient weight is not available.